Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to revision procedure. Upon review, it was revealed that the right ventricular lead exhibited an increase in capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2020. There were no consequences to the patient.